Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The rapidcross balloon burst in the patient upon inflation. It did not reach nominal. There was no distal emboli involved or vessel damage. Investigation of the returned balloon on (B)(6) 2014 found the balloon completely intact. However, the investigation found that the rapidcross balloon catheter was fractured.